Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a longitudinal with small circumferential tear in the balloon material. The tear was located at the proximal edge of the distal markerband and it extended proximally along the balloon for a total length of 5mm. An examination of the distal markerband identified no issues. A visual examination of the shaft identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right upper arm artery. The 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right upper arm artery. The 8.0 x 40, 75 cm mustang¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.